Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 7 was deployed. Later in 2000, the pt was involved in an automobile accident and upon examination a sheath was found in the pt's groin. The pt was seen by a surgeon and the sheath was manually removed. No further details were available. No further complications were reported.